Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. This evaluation included a visual assessment as well as functional testing. The device failed testing due to it powering off without user input. The cause was identified during visual inspection to be a depressed battery pins on the rear case. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it powered off without user input. There was no patient involvement. No additional information is available.